Event description:
A physician reported during an intraocular lens (iol) implant procedure, intraocular lens toric marks did not line up with the optic haptic junction. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).